Event description:
A physician attempted an arteriotomy closure using a starclose device after a coronary angioplasty procedure. After deployment of the clip, the vessel locator wings on the device did not retract. The physician was unable to remove the starclose and the device was surgically removed.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.